Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher five times. The last repair was september 5, 2017 where it was reported that the device needed repaired and the comb, roller gear, roller and ratchet gear were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical revealed that the device was within specification. The mesher produced a complete cut with our test cutter. The ratchet was stuck on the roller which damaged the roller. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, ratchet gear and ball detents. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the ratchet was stuck on the roller. The root cause of the ratchet was stuck was due to the ratchet being stuck on the roller. The roller was damaged and stuck to the roller during evaluation, which would make the ratchet difficult to remove. The issue was resolved with the replaced roller, ratchet gear and ball detents. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the ratchet handle was stuck. No adverse events were reported as a result of this malfunction.